Event description:
It was reported that customer experienced multiple occlusion alarms during insulin pump use, including alarm 2 followed by alarm 26, with visible insulin buildup in tubing. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to disconnect and test tubing and pigtail with bolus deliveries, remove and inspect cartridge, and then fill and load new cartridge, and was advised to replace supplies as needed and resume insulin therapy.